Manufacturer narrative:
This report is made based on the results of evaluation completed on (B)(4) 2011. Correction number: 2531779-03/24/2010-003-r. The pump was returned to animas for evaluation. During evaluation the contamination was found on the force sensor. Unrelated to the complaint, the battery cap was found to be stripped and the battery compartment was found to be cracked.

Event description:
Pump is returned for multiple loss of prime alarms. Evaluation revealed contamination on the force sensor. This report is being made based on the evaluation results.